Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated "sensor iab module failure". The manual fill (re-calibration of sensor iab) wasn't successful. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
Initially the symptom was not reproduced and additionally, no error log of the alarm, "sensor iab module failure", has not been confirmed by the same indication of error logs for other non-sensor catheters. The company representative evaluation was that the sensor worked properly in the beginning. The monitor indicated that the pressure trigger was "transducer". As a demonstration, the sensor connector was removed, and connected immediately. Arterial pressure could not be detected through the sensor at this time. Only the flat line was shown at the lowest level position, and the error message, sensor iab module failure, indicated. Therefore, the sensor connector was removed from the pump. The monitor indicated that the pressure trigger was "external", and we could see the line shows "arterial pressure". No error log was remaining. This evaluation indicated a problem with the fiber optic module (p/n 0997-00-1161). The fiber optic module was replaced and pump was returned to service. (B)(4).